Manufacturer narrative:
Lot 15067093: (B)(4). Concomitant medical devices: patient medications: zyloprim, toprol, lovaza, and xarelto. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(6).

Event description:
On (B)(6) 2016, the patient was being treated with gore excluder aaa endoprosthesis and iliac branch endoprosthesis to treat an abdominal aortic aneurysm and a common iliac artery aneurysm. It was reported that during implantation of the internal iliac component (B)(4), the limb bound up with the wire and wrapped as it exited on the 12fr dryseal sheath. The physician attempted to draw back and the catheter disconnected from the graft. The physician was able to withdraw the sheath and all components without incident. The procedure was finished with no further sequela. No serious injury to patient. The patient tolerated the procedure.